Event description:
The pt reportedly has experienced intermittencies between the external equipment and the cochlear implant. On 3/21/2006, the pt was seen by a co rep for device eval. Programming adjustments were made. However, the reported problem was not resolved. A decision was made to explant the device. Surgery to explant the pt's device has been scheduled.